Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon burst occurred. The lesion was located in a non tortuous and moderately calcified right coronary artery. The 1.5x12mm apex flex monorail balloon was delivered to the distal right coronary artery. On the first inflation the balloon was inflated to twenty atmospheres. On the second inflation the balloon was inflated to twenty six atmospheres and burst. Then a non bsc 2x10mm balloon was delivered and it burst at twenty four atmospheres. The balloons were removed intact. Last a non bsc balloon was dilated to twenty atmospheres and it opened the lesion enough to deliver the 2.5x15mm promus stent. The stent was deployed and the procedure was completed. The pt status is listed as stable with no complications reported.

Manufacturer narrative:
(B)(4).